Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the femoral artery in a 43 year old male admitted in with acute myocardial infarction and cardiogenic shock. The patient was on ECMO and ventilator support prior to the pump delivery and had a known cardiac history, and prior bypass surgery (CABG) for coronary artery disease. The patient did present in scai stage d shock. Upon placement of the cp, and admission to the ICU for continued hemodynamic monitoring, there was bleeding observed at the pump access site. The bleed was treated by advancing the blue suture hub and applying forward tension. The systemic heparin was also removed and replaced by bivalirudin. On day 6 of the pump support, it was explanted. The patient remained on the ECMO support. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
The cause of the access site bleeding was use related as hemostasis was achieved by advancing blue suture hub into arteriotomy and applying forward tension. The pump passed all the post sterile inspection checks.